Event description:
It was reported that a tip detachment occurred. A savion flx guidewire was selected for a procedure. The lesion presented severe calcification. During the procedure, there was wear on the guide from the calcification and the distal tip of the guidewire detached. The device was removed and the event was resolved. The procedure was completed with a different device. There were no patient complications reported. Additional information reported that the procedure was for a total occlusion using an endoluminal approach. The tip of the guidewire was left inside the patient. No maneuvers were attempted to remove the guidewire tip. A non-bsc device was used to treat the occlusion. The patient had no complications and was stable post procedure.

Event description:
It was reported that a tip detachment occurred. A savion flx guidewire was selected for a procedure. The lesion presented severe calcification. During the procedure, there was wear on the guide from the calcification and the distal tip of the guidewire detached. The device was removed and the event was resolved. The procedure was completed with a different device. There were no patient complications reported.